Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see comm log), and indicates: the low pressure module has been repaired. All tests were carried out in accordance with the manufacturer's instructions. Insufflator functional. Warranty for repair 6 months. Probable root cause: pressure sensor malfunction / out of calibration. Software malfunction. Use error. System design. Unwanted movement of internal components / wiring. Power button inadvertently turned off. Tubeset/gas supply inadvertently detached/loose. Loss of power. Pressure button does not disengage . Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. Hpu or lpu assembly malfunction. Leaks from internal connections or seals. Ppv failure. Manufacturing/ service error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that device over pressured during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that device over pressured during procedure.